Event description:
It was reported the patient had undergone catheterization and was discharged from the hospital. The patient returned after 15 days for (B)(6) and when they flushed the line found damage in the catheter tubing. The catheter was replaced. No patient harm reported. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use in the form of biological material was observed inside the distal extension line. After failing functional testing, a small hole was observed on the catheter body adjacent to the juncture hub. The appearance of the damage appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc). The hole on the catheter body measured 6mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 168mm which is within the specification limits of 157-177mm per the catheter graphic. The catheter body outer diameter measured 4.01mm which is within the specification limits of 3.96-4.06mm per the catheter extrusion graphic. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and each line was pressurized using a water-filled, lab inventory syringe. When the medial extension line was flushed, water was observed leaking out of the hole in the catheter body. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also instructs to "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection.". The customer report of a catheter body leak was confirmed through complaint investigation. Visual and functional analysis revealed a small hole on the catheter body adjacent to the juncture hub. Microscopic examination and the customer provided video confirmed the hole and revealed that the defect appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc). The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the defect was identified during use and the appearance of the defect observed, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient had undergone catheterisation and was discharged from the hospital. The patient returned after 15 days for chemo and when they flushed the line found damage in the catheter tubing. The catheter was replaced. No patient harm reported. The patient's condition was reported to be fine.

Event description:
It was reported the patient had undergone catheterisation and was discharged from the hospital. The patient returned after 15 days for chemo and when they flushed the line found damage in the catheter tubing. The catheter was replaced. No patient harm reported. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn#(B)(4) the actual device was not returned; however, the customer provided one video for analysis. The complaint of catheter body leak was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.